Manufacturer narrative:
Date of event: unknown; used the first date of the month of the aware date. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50x38mm (B)(6) drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. The device was safely removed from the patient's body and the patient's status was stable.